Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 349 mg/dl. Customer also stated that alleged pump is under delivered . Customer decline for troubleshooting for high blood glucose the product will not be return for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08740 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.